Event description:
2 of 2 reports. Other mfg report number: 3014334038-2022-00074. A facility reported a neurosurgeon connected the cable and zeroed the sensor. The zero was carried out and after that, the monitor gave the message that either the sensor of the cable were broken. The sensor and the cable were replaced; however, the error message persisted. Medical staff decided not to treat the patient anymore. The event led to 30 minutes surgical delay and no patient injury was reported (patient stable). The patient is a (B)(6) year-old male who had brain injury due to suicide attempt (weapon injury).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the cerelink sensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) was opened to investigate the failure mode of "out of range reading". The root cause investigation will be captured under that action.

Event description:
N/a